Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was decreased flow through a one-link needle-free IV connector during infusion. The nurse stated that no matter how high the fluid bag was raised, the flow would not increase. There was no report of patient injury or medical intervention associated with this event. No additional information is available.